Event description:
Information was received from the patient regarding their external device. It was reported by the patient for a couple of months now then stated since (B)(6) 2024 she noticed she had been having issues with the handset. Patient stated the controller was acting wonky and they has to wait a long time to connect to the pump to bolus and the controller would get stuckat 90% and would stay there for a long time. Patient stated she bolus 2-3x a day. Medtronic representative (rep) was made aware of reported issue "a couple of weeks ago" and the company rep told the patient to call medtronic and have the handset replaced. While on the call patient was able to connect and request/receive a bolus. Patient would call back if they needed additional assistance. Additional information was provided from a consumer stated that the pump was acting "kind of wonky". The patient stated that the representative told them there was a glitch in the pump and gave them a workaround to keep the pump on and not turn it all the way off all the time. The patient stated that it worked great, but then they drained the battery. The patient also mentioned that they will get stuck at 90-91% for a while before they can connect to the pump. While on the call, the patient was able to successfully connect to their pump and deliver a bolus faster than they have in a year and a half. The agent reviewed how to clear data from the handset. The patient will call back if further assistance is needed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.